Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while implanting a distal screw on a tibial nail, the threaded end of the retention shaft of the phoenix driver broke and was embedded in the head of the screw. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
Cmp-(B)(4). Reported event was confirmed as inspection had found the product to show signs of use: wear marks, scratches and light nicks. Inspection confirmed the tip with the threads had fractured and not all the pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.